Manufacturer narrative:
Method code (B)(4). The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system in the patient's right eye (od). Per report, the second stent and the trocar remnant were removed intraoperatively from the patient's eye. Through follow-up, the surgeon reported the following information. Reportedly, there was no adverse impact to the patient, and the patients most recent status was reported as "good postoperative condition".

Manufacturer narrative:
Additional information: g3, g4, h3. Correction: d10 the evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly was activated twice and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken before the splay. The trocar was bent up towards the insertion tube v-slot. The broken tip of the trocar was returned. The tip showed another bend on the splay. This finding likely occurred during the surgical procedure. Damage was not observed on the insertion tube v-slot. The trocar may have been biased during the first stent deployment, causing a bend in the trocar. Then, the second stent could have deployed and collided with the already bent trocar. The collision likely induced the trocar to break. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Scanning electron microscope (sem) images were taken of the insertion tube, singulator, and trocar. Surface features of the trocar indicate a tensile failure. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. A review of x-ray images for the specified lot revealed that accepted units contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).